Event description:
The customer reported the keypad was not working. The generator was received and the generator was found to self-activate, which kept the power from increasing beyond a certain point.